Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned for analysis and evaluated by manufacturer. A visual and tactile examination identified no damages on the hypotube shaft profile and shaft polymer extrusion. A visual examination of the blades identified a lifted blade. A detailed microscopic examination of the balloon material identified no tears or holes in the balloon material. A microscopic examination of the blade segments identified the following: blade 1, no damage observed. Blade and pad fully bonded onto the balloon. Blade 2, approximately 3mm of blade had detached from the proximal section. The detached blade was not received. The pad at the detached section of blade was fully intact and bonded to the balloon. Blade 3, the proximal section of the blade is lifted approximately 1mm off the pad. No issues identified during examination of the extrusion shaft. A microscopic examination of the tip section found no damage.

Event description:
It was reported that removal difficulty occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the blade was bent. The device was difficult to withdraw, but it was withdrawn after several attempts. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulty occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the blade was bent. The device was difficult to withdraw, but it was withdrawn after several attempts. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.